Event description:
It was reported that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) between 1 and 4 hours of wearing the pod. The reporter stated the cannula did insert into their arm when the pod was applied. Upon removal of the pod the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of a bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.